Manufacturer narrative:
The insulin pump had intermittent buttons response due to corroded keypad traces. No display ramping on its own anomaly noted during testing. During visual inspection no traces of moisture were found at electronic or motor assemblies. The following cosmetic damage was noted: cracked case at display window corners, cracked reservoir tube, cracked reservoir tube window, cracked battery tube threads, minor scratches on the display window, missing end cap sticker, missing reservoir tube lip o-ring, stained end cap sticker, and broken reservoir tube lip.

Event description:
Customer reported via phone, the numbers on the insulin pump kept scrolling when she was attempting to enter her blood glucose level of 284 mg/dl. Customer didn't recall any significant event which may have cause the keypad issue. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.